Manufacturer narrative:
Batch review performed on 10 september 2025 lot 2311008: (B)(4) items manufactured and released on 15-june-2023. Expiration date: 2028-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary knee surgery with competitor components on an unknown date. On (B)(6) 2023, the patient came in due to signs of an infection and had the competitor components removed and a spacer using medacta implants implanted. On (B)(6) 2023, the patient came in due to signs of an infection and had the spacer components removed and reimplanted with new spacer components. The surgery was completed successfully. On (B)(6) 2024, the patient came in and had the spacer components removed and new medacta hardware was implanted. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly swap. The surgery was complete successfully.